Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the modular cable having exposed wires was not confirmed. The provided log file contained data spanning approximately 7 days (22nov2022 ¿ 29nov2022 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline, and no atypical events were observed throughout the data. The modular cable (lot number 7018711) was not returned for analysis. Questions regarding the event and the cable were asked multiple times and no responses were received. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the modular cable, lot number 7018711, showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D, section 4 ¿living with the heartmate 3¿ and section 6 ¿caring for the equipment¿) instructs users to regularly inspect their modular cables for signs of damage and to obtain a replacement if needed. Damage to the modular cable may interrupt pump operation. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had exposed wires on the modular cable and white power cable of the controller. Log files captured no adverse alarm conditions or parameter changes. A controller and modular cable exchange was recommended if the patient could tolerate it. Related manufacturer reference number for the system controller: 2916596-2022-15574.